Event description:
It was reported that the customer received excessive no delivery alarms. The customer stated that she had bent cannulas and she was able to resolve the alarms by an infusion set change. She did not know her blood glucose level at the time of the incident. The customer was unable to troubleshoot because she did not have any supplies. She does not want to return the set and reservoir for analysis advised to call back when the alarm occurs. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.